Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic general procedure. The procedure was completed on another system in another room. The patient was being positioned on the table when the table started to tilt, and the table plates/anchor lifted from the floor. The philips field service engineer (fse) analyzed the system onsite and found that the table floor plate which was installed by the builders (rcl), has come away from the floor. Upon further inspection it was found that the table floor plate has not been fixed to the floor correctly, informed builders to refit the floor plate correctly. The fse then re-installed the table, table base, table covers and table controls and adjusted table. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the table collapsed and the patient fell off the table. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.